Event description:
The technician experienced difficulty removing the stylet from the balloon tip. After tugging really hard, it finally popped out. The device was inspected by a staff member and it appeared to be in perfect condition. They proceeded to use it in the scheduled case with optimal results.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide this information. During preparation for use, the hospital had difficulty removing the stylet from the angiosculpt device. Upon removal, a staff member performed a visual inspection on the device and stated it was in perfect condition and proceeded with the case with optimal results. However, during angioscore lab inspection, it was noticed that the distal tip separated from the device and was stuck on the stylet. As a conservative measure, it is being reported because if the event were to recur, it cannot be determined with 100% certainty that it will not result to a patient injury. The angiosculpt device was returned for evaluation. Visual inspection found the device was received with distal tip separated from the device but remained intact to the stylet. During functional testing the stylet was able to be removed from the distal end of the device with initial resistance. After stylet removal, the separated tip was able to move freely on the stylet. Based on the information provided from the hospital, the excessive exertion of force applied by the user may have contributed to the distal tip separation. Per the IFU for the angiosculpt device, retained device components is listed as a possible adverse effect of the procedure.